Manufacturer narrative:
(B)(4). Date sent: 3/3/2026. D4: batch #226d57. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45s device was returned with no apparent damage and with no reload present. The device event log was reviewed. The log indicates that the device had a high force to fire for one of the clinical firings, indicating that the device was firing over an obstruction, or too thick of tissue. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence. The staple line and cut line were complete and the staples meet the staple release criteria. In addition, the articulation mechanism was totally functional during functional testing. A non-specific noise was detected in the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the gearbox was noted to be damaged. The damage to the gear motor is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 226d57, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a robotic lower right lobectomy surgery, an abnormal metallic noise was heard at the 4th firing. The operator checked the resected tissue and the stitches were perfectly applied without blood loss. I asked the instrumentalist to try the stapler again on the overbed table on a piece of paper (so not on the patient) with a new refill and indeed the noise in the actuation phase was repeated. Also, this time the stitches were perfectly applied. The instrumentalist tried to remove and put the battery back on, placed a new refill and articulated the instrument which initially stuck, after pressing the home button it disarticulated but the stapler stopped working. A new stapler was used to finish the surgery. At the end of the surgery, to check, they tried to put the battery of the last stapler (the working one) on the one that had jammed to check if the block was tied to the battery, but nothing changed. There was no patient consequence nor surgical delay reported. No additional information provided.